Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient forgot to remove needle guard before inserting the infusion set events on (B)(6) 2024. Patient have been facing diabetes related issue. Therefore, patient was gone to the emergency room and hospitalized. Patient was admitted to the ICU. The blood glucose level was 440 mg/dl. Therefore, patient was treated with correction bolus via pump, fluids of saline and insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.